Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode and lost consciousness while getting the mail around 3:45 pm. Paramedics were called and patient recalls being treated by paramedics at around 4:30 pm. Paramedics treated the patient with an IV line and measured his bg at 30 mg/dl while his cgm was reading 80 mg/dl. Patient was transported to the hospital where he was treated for hypothermia. Patient was released the same day at around 8:30 pm. At the time of his call to dexcom technical support, patient was doing better.